Event description:
Per spontaneous call from patient, he has had 2 faulty cassettes. Patient had 2 cassettes from the last fill that stopped working while in use. Each led to two different pumps stating, "no disposable, pump won't run", but once they were changed, the new cassettes worked, no issues with pumps. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the cassette available to be returned for investigation? Yes. What is the outcome of the event? Resolved. Has this incident happened within the past 6 months? No. No further information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.